Manufacturer narrative:
10 - product evaluation: lens was returned in liquid within a microcentrifuge vial. Visual inspection found a haptic broken lens. Dimensional inspection found lens to manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault and lens tear/break during injection/delivery into they eye. The lens was later exchanged for a same size, same model, different axis lens.